Manufacturer narrative:
(B)(4). D10: cat#650-1159 lot# 3183449 delta cer fem hd 28/-3mm t1. G2: foreign: country: japan. Customer has indicated that the product will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the patient reported unusual noise and discomfort during rehabilitation. X-rays were performed and confirmed stem subsidence and associated sub-trochanteric fracture. Subsequently, a revision was completed fourteen days post implantation of a total hip arthroplasty. No additional information was received.

Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. No product was returned, or pictures provided; visual and dimensional evaluations could not be performed. A review of the device history records identified no deviations or anomalies during manufacturing. The reported products were reviewed for compatibility with no issues noted. Medical records were not provided. A definitive root cause cannot be determined. The reported issue could not be confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.